Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2013. Type of procedure (including approach): anterior cervical discectomy and fusion (acdf)- extrapharyngeal anterolateral approach; initial diagnosis: acdf for treatment of degenerative disc disease (ddd); levels implanted: c3-c4,c4-c5,c5-c6,c6-c7 on (B)(6) 2013, patient reported pain in bilateral trapezius muscles/posterior thoracic area, assosiated with stiffness in both shoulders. Lateral cervical spine radiograph on (B)(6) 2013. Result: normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.